Event description:
A local anesthetic was administrated through the working channel of the ascope 4 broncho during a fiberoptic awake intubation. Fluid leaked from the handle and the connected aview monitor went dark. This was probably caused by a defect in the tube of the working channel which caused the liquid to short circuit the circuit board. The patient was at no time harmed. After replacing the ascope 4 broncho with a new system, the intubation was performed successfully and with a good image on the monitor without any problems.

Manufacturer narrative:
This MDR is resubmitted as it was discovered that this MDR has not been successfully loaded into fdas database. The initial reporting to FDA of this case has been done to FDA within the original deadline, however in the wrong file format to support correct upload. This submission represents a reload of data to ensure correct upload to the FDA database. The defective sample has not yet been recieved for investigation by ambu. The retention sample from the same lot was investigated instead. The retention sample did not leak, when water was passed through the working channel. The retention sample was able to display a clear image on the monitor screen after having been tested for any leakage. According to the complaint statement, the scope has been used for a procedure and the failure was only detected when the doctor administered a local anesthetic through the working channel. A precheck is prescribed to check for leakage prior to use. Based on the product risk documents ((B)(4)), the possible cause of failure during usage could be due to the working channel being punctured during use or that the user did not insert the syringe deeply enough into the working channel port, or at a too oblique angle. (Part of the) fluid from the syringe may not have been injected into the working channel. Hence, fluid comes out from the housing due to leakage of the working channel. Further investigation will be carried out if the defective sample is recieved for investigation.